Manufacturer narrative:
Both leads remains actively implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that pre-discharge check of this system found complete non-capture with this left ventricular (lv) lead in all configurations. Elevated thresholds and diaphragmatic stimulation were observed during the implant procedure. Also at check, the associated right ventricular (rv) lead was oversensing the diaphragm stimulation and pacing inhibition was noted when the patient took a deep breath. The inhibition was greater than two seconds in duration and the patient was symptomatic as he is pacemaker dependent. The patient was in his hospital bed so there were no adverse patient affects. The device was programmed to asynchronous mode until a temporary pacing wire could be placed. A temporary pacing wire was placed to ensure consistent capture during the revision procedure. A revision procedure was performed and both leads were successfully repositioned and proper function was confirmed.